Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The pharmacist reported that: "we inform you of a material vigilance sent today to ansm about a trochanteric gamma 3 nail. Indeed ,the surgeon had to abandon the distal locking of a gamma nail because of misalignment of the distal locking hole." "Event description: abandoning the distal locking of a gamma nail because of misalignment of the distal locking hole with the nail holder. Possibility of a nail holder calibration defect. Risk involved: collapse of the trochanter."

Event description:
The pharmacist reported that: "we inform you of a material vigilance sent today to ansm about a trochanteric gamma 3 nail. Indeed,the surgeon had to abandon the distal locking of a gamma nail because of misalignment of the distal locking hole." "Event description: abandoning the distal locking of a gamma nail because of misalignment of the distal locking hole with the nail holder. Possibility of a nail holder calibration defect. Risk involved: collapse of the trochanter."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the labeling review possible cause of failure could be user related (insufficient pre-operative functional inspection of devices, use of excessive force, hitting target device with hammer without using strike plate). If device is returned or any further information is provided, the investigation report will be reassessed.